Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that stopped charging the ipg, rending the ipg inoperable. As such, patient lost therapy. In turn, surgical intervention may take place at a later date to address the issue,